Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A user report has been received from mhra (reference number: 2026/004/027/501/006); it has been reported by a healthcare professional that the patient has experienced two pod site infections requiring antibiotics between the dates of (B)(6) 2026 (name and dose of antibiotic not specified). The patient reportedly showers and allows the pod site to dry prior to a pod change. The patient sought medical attention at an out of hours urgent care centre and reportedly felt unwell after starting the antibiotic course. No further information was provided. If additional information is received, a supplemental report will be submitted. A second case has been reported under insulet reference (B)(6).